Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. On 06 march 2024, it was noted that the patient developed severe left paresis with hemianopia. A cardiac computed tomography scan and computed tomography angiogram were immediately performed and showed no evidence of recent infarct demarcation. Bleeding or vascular occlusion. Neurology was consulted and the decision was made to change anticoagulation therapy to prophylactic heparin and aspirin. Later that evening the patient was found to have left and right anisocoria, reduced vigilance, hypotension and a drop in hemoglobin. Another computed tomography scan was performed and revealed a suspected right hemispheric cerebral infarction.

Manufacturer narrative:
An event of stroke, hypotension, anemia, and movement disorder was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Reportedly, the patient had coronary artery disease, percutaneous coronary intervention , cardiomyopathy, first degree atrioventricular, hyperlipidemia, and hypertension. The patient was found to have left and right anisocoria, reduced vigilance, hypotension and a drop in hemoglobin. Another computed tomography scan was performed and revealed a suspected right hemispheric cerebral infarction. Based on the information received, the cause of the reported stroke could not be conclusively determined. The reported hypotension, anemia, and movement disorder appeared to be symptoms from the reported stroke. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4)- vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient developed severe left paresis with hemianopia. A cardiac computed tomography scan and computed tomography angiogram were immediately performed and showed no evidence of recent infarct demarcation. Bleeding or vascular occlusion. Neurology was consulted and the decision was made to change anticoagulation therapy to prophylactic heparin and aspirin. Later that evening the patient was found to have left and right anisocoria, reduced vigilance, hypotension and a drop in hemoglobin. Another computed tomography scan was performed and revealed a suspected right hemispheric cerebral infarction subsequent to the previously filed report, additional information was received that the patient's suffering a stroke was confirmed. The patient was hospitalized (B)(6) 2024. Another cardiac computed tomography scan and computed tomography angiogram were performed and revealed intracranial hemorrhage and multilocular infarctions. The cause of the patient's stroke and symptoms are attributed to the 29mm navitor and the implant procedure. However, there is no allegation of malfunction against the abbott device or procedure.